Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital due to a syncopal episode. The device was interrogated and noted a sudden increase in pacing impedance measurements from 640 ohms to 1,260 ohms. The rv threshold had also increased to 4.5 volts at 1.0 ms. There was suspicion of a possible conductor fracture. A revision procedure took place and the rv lead was surgically abandoned. A new rv lead was successfully implanted. It was unknown why the patient passed out, however the patient was visiting family in florida where the temperature was very hot. There have been no additional adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.